Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac arrest and subsequently expired the same day; it was alleged to have been caused by exposure to naturalyte and/or granuflo administered to patient for dialysis.